Manufacturer narrative:
No probe was returned. For this complaint file, the final customer lot was identified. A device history record review was performed and the product released met the product's acceptance criteria. The root cause for the customer complaint issue could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a right eye procedure, the anterior vitrectomy probe did not cut. The procedure was completed. There was no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information: the returned sample was visually inspected and deemed nonconforming. The needle was bent. The cutter was positioned closed in approximately 80% of the port. Actuation testing was performed and deemed nonconforming. The probe did not actuate. Aspiration testing was performed and deemed conforming. The cut testing was deemed nonconforming. Cut testing could not be performed due to no movement in the cutter. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was significant resistance felt when removing the inner cutter from the bent needle. The inner cutter was bent. The o-ring is again the probe body wall and the spacer is at the bottom of the probe body where the o-ring should be present. The complaint evaluation confirmed the probe had a quality issue that resulted in a cut failure. The root cause for the probe not functioning correctly was due to the bent needle, bent inner cutter, and the o-ring being out of position. A bent needle and bent inner cutter will cause interference between the two components and resulted in the probe not working. The reason for how the o-ring is out of position cannot be explained from this evaluation. An action was being taken to reduce the number of occurrences of probe complaints. (B)(4).